Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 3055869 d.4. Medical device expiration date: 2024-02-29 h.4. Device manufacture date: 2023-02-24 d.4. Medical device lot #: 3093352 d.4. Medical device expiration date: 2024-03-31 h.4. Device manufacture date: 2023-04-03

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes had overfilled and stopper popped off during collection. The following information was provided by the initial reporter. The customer stated: nut jovana liahut : (B)(6) 2023 20:45:34 (gmt) you mention that you change to a new tube, the new tube was from the same lot? Has occurred with gold top only. Asking staff to save examples from now on whenever this occurs. How are the tubes being drawn? Both straight and butterfly setups for the second tube was a new acquisition device used? Most occasions reported, venipunture performed a second time. One occasion it was reported that the gold top popped off, the second gold top put on hub and vein collapsed, gold top removed and edta/lav tube put on and filled rapidly. What is the stated draw volume of the tube? 5 ml how much blood is the tube drawing? None if using a needle and holder, are you seating the needle and holder properly? Yes if drawing from a line, are you allowing for the air in the line? N/a are you using a device to transfer the blood to a tube, btd or llad? N/a have the tubes been exposed to extreme heat? No are you waiting until the vacuum is completely exhausted before pulling the tube (blood flow ceases)? The tube ejects itself what is the storage temperature for tubes? Rt are you using any device to transfer blood from syringe to tubes?n/a are you holding the tube at the bottom? Either sides of tube or bottom to push on the hub which holder and needle are you using for blood collection? Smiths medical needle pro hub and greiner needle (22 or 21 gauge) and bd vacutainer push button 25 g winged set or bd vacutainer safety lock 23 g winged set needles. What is the total number of tubes for collection? Varies how many coagulation tubes for collection? Varies it was reported by customer that an issue with the vacuum seems to be too strong, at causes a collapse on patients veins during blood collection.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. This is a duplicate of MFR report # 1024879-2023-00460 that was reported for whole tube push off non-patient end of needle and overfill.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes had overfilled and stopper popped off during collection. The following information was provided by the initial reporter. The customer stated: (B)(6): (B)(6) 2023 (gmt). You mention that you change to a new tube, the new tube was from the same lot? Has occurred with gold top only. Asking staff to save examples from now on whenever this occurs. How are the tubes being drawn? Both straight and butterfly setups for the second tube was a new acquisition device used? Most occasions reported, venipunture performed a second time. One occasion it was reported that the gold top popped off, the second gold top put on hub and vein collapsed, gold top removed and edta/lav tube put on and filled rapidly. What is the stated draw volume of the tube? 5 ml. How much blood is the tube drawing? None. If using a needle and holder, are you seating the needle and holder properly? Yes. If drawing from a line, are you allowing for the air in the line? N/a. Are you using a device to transfer the blood to a tube, btd or llad? N/a. Have the tubes been exposed to extreme heat? No. Are you waiting until the vacuum is completely exhausted before pulling the tube (blood flow ceases)? The tube ejects itself. What is the storage temperature for tubes? Rt. Are you using any device to transfer blood from syringe to tubes?n/a. Are you holding the tube at the bottom? Either sides of tube or bottom to push on the hub. Which holder and needle are you using for blood collection? Smiths medical needle pro hub and greiner needle (22 or 21 gauge) and bd vacutainer push button 25 g winged set or bd vacutainer safety lock 23 g winged set needles. What is the total number of tubes for collection? Varies. How many coagulation tubes for collection? Varies. It was reported by customer that an issue with the vacuum seems to be too strong, at causes a collapse on patients veins during blood collection.